Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed several multiple call service alarms for occlusion during prime and occlusion alarms with high force on the reported event date. The pump was able to successfully complete a priming sequence during testing and was exercised with no issues. The reported issue could not be duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump had displayed "error" and shut down at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.